Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff016 - 6 craniofix absorbabl. Clamp sterile 11mm. According to the complaint description, the wire broke during surgery. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: d9 investigation results visual investigation we made a visual inspection of the received parts. The thread holes in the discs exhibit no sharp edges. The roeder- knot works as intended, no excessive force was required to move the knot on the thread. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that one similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) probability of occurrence2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: without further knowledge about the circumstances and with the lack of information we assume, that the surgeon applied abrupt a too high force on the implant during insertion / tightening. A further possible root cause is the usage of some sharp edged instruments during application. A material defect or a manufacturing error can be excluded. Based upon the investigations results a CAPA is not necessary.